Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has continuously had a fever for two months. The physician suspects bacteria adhered to the lead. The decision was made to explant this previously capped right atrial (ra) lead during the replacement procedure of the implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.